Manufacturer narrative:
Additional information: there was no resistance noted when advancing the device into the patient. The device was safely removed and no vessel damage was noted. All components of the device were accounted for. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image received: one image was received from the customer. The image shows a damage on the j section of the 0.035in guidewire. Product analysis: the component guidewire was returned within a clear biohazard bag and the guidewire was within small plastic cup. The guidewire was removed from the cup for additional analysis. The guidewire was received detached. The gold coil was observed protruding through the guidewire outer shaft. Approximately 0.7cm of the guidewire was returned. The total guidewire working length is 180cm . It should be noted the remaining 179.3cm working length of the guidewire was not returned to analysis lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed that the guidewire used in the procedure was from the venaseal kit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal kit during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. It is reported when the guidewire was removed from the patient it showed damage localized to the tip, it appeared to be kinked and the sheath was frayed. The procedure as completed with this venaseal kit. 35cm of vein was treated and the vein is reported to have closed. No patient injury reported.